Event description:
It was reported that patient when connecting the 7655405 catheter (lot. Reds0255) with the extension tube supplied with the product, the operator heard no ¿click¿ sound. The two separated just with a gentle pull. Then, the extension tube was replaced with a spare separately-packaged one and the catheter placement was completed successfully. One catheter was affected in this complaint. The operator also stated that this event was not caused by improper human operation errors, rather than by a product quality problem, and requested for provision of a new extension tube and feedback result.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a defective connector component is inconclusive due to poor sample condition. One photo sample of a 4 fr groshong nxt two-piece connector was provided for evaluation. Both segments of the connector are shown and have not been assembly with each other or advanced with the catheter. No apparent damage is visible on the locking arms. The characteristics of the components and compression sleeve could not be inspected from the image provided. Based on the description of the reported event, possible contributing factors include bunched compression sleeve, damaged component, and dimensional tolerance. Since the exact issue and cause could not be determined from the image provided, the complaint could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds0255 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that patient when connecting the 7655405 catheter (lot. Reds0255) with the extension tube supplied with the product, the operator heard no ¿click¿ sound. The two separated just with a gentle pull. Then, the extension tube was replaced with a spare separately-packaged one and the catheter placement was completed successfully. One catheter was affected in this complaint. The operator also stated that this event was not caused by improper human operation errors, rather than by a product quality problem, and requested for provision of a new extension tube and feedback result.